Event description:
Infection. MFR rep was informed of positive bcx2 while visiting clinic. Pt was hospitalized with fever, chills, and pus in the valve pocket area. The pt was treated with IV abx and discharged.